Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the device overheating. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the controller and charging cable were damaged. It was reported that the screen on the controller was damaged, but was not impacting functionality. While the controller was charging overnight, the charging port overheated and melted. The patient was using an insulet provided charging cable. No patient injury occurred, no patient symptoms or medical interventions were reported. The patient's blood glucose levels were reported to be between 121 and 180 mg/dl. The patient was provided a replacement controller and charging cord.